Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es a failed drawer (hardware) required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients in the beginning, however there was no any delay in dispensing as user was able to get meds from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed drawer (hardware) required maintenance. A field service engineer found that the main half height drawer 4 was not detected on the bus. There were no lights on the interface. An ohms test indicated that the 4-1 drawer board was out of spec. The field service engineer replaced both boards, updated the firmware, assigned the drawer in the app and checked the inventory of drawers 4-1 and 4-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).